Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient's physician recommended a cream for the irritation. Follow-up indicated that the patient's rash had improved.